Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and installed a vyaire brand of o2 sensor since a maxtech o2 sensor was installed. Est (extended systems test) and leak test were performed and both passed. Ovp (operational verification procedure) was done and all test passed . O2 percent concentration and o2 output on the flow analyzer met avea service manual specifications. The vent is operational and meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high fraction of inspired oxygen alarm on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.